Event description:
It was reported that the patient underwent a revision procedure in which the patients medtronic spinal cord stimulation leads were replaced with boston scientific leads for an unknown reason. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).